Event description:
Same case as MDR ID# 2134265-2015-01081. (B)(4). It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed two target lesions. Target lesion #1 was located in the left main coronary artery (lmca) with 80% stenosis and was 8 mm long with a reference vessel diameter of 4.0 mm. Target lesion #1 was treated with pre-dilation and placement of a 4.00 x 12mm promus element¿ plus drug eluting stent resulting to 0% residual stenosis. Target lesion #2 was located in the proximal right coronary artery (rca) with 75% stenosis and was 10 mm long with a reference vessel diameter of 4.5 mm. Target lesion #2 was treated with direct stent placement using a 4.00 x 12mm promus element¿ plus stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and ticagrelor. In february 2015, the patient was diagnosed with st segment elevation myocardial infarction (stemi) and was hospitalized on the same day. Troponin levels were noted to be elevated. On the following day, the 75% stenosis in mid rca was treated with balloon angioplasty and placement of a 3.5 x 38mm promus element¿ plus stent resulting to 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and ticagrelor. Four days after discharge, the patient was readmitted due to non-compliance with the prescribed anti-platelet therapy for the past 5 days and was diagnosed with inferior stemi. Troponin levels were noted to be elevated. Coronary angiography revealed 100% in-stent restenosis (isr) of the 4.00 x 12mm promus element¿ plus stent implanted in the proximal rca and 100% in-stent restenosis (isr) of the 3.50 x 38mm promus element¿ plus stent implanted in the mid rca. On the same day, the 100% isr of the study stent located in the proximal rca was treated with balloon angioplasty and placement of a 3.5 x 38mm promus drug eluting stent from proximal to mid rca resulting to 0% residual stenosis. Two days post procedure, the event was considered as resolved and the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Promus element plus clinical study.